Event description:
The pt received the scs system on (B)(6) 2011. It has been reported the pt broke her foot and experienced a change in the stimulation when she experienced a fall on (B)(6) 2011. Reprogramming successfully restored effective stimulation in the desired areas. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.